Event description:
It was reported that the left ventricular lead was exhibiting increased thresholds. The patient experienced diaphragmatic stimulation. The physician was considering a lead revision, but new pacing vector appeared to provide satisfactory thresholds. The patient will continue to be monitored.